Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to frequent device charging and the need of magnetic resonance imaging (MRI) access. The explanted device will not return for analysis and no additional adverse patient effects were reported.